Manufacturer narrative:
Correction to field h6: evaluation codes UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, cystoscopy was performed, and the physician confirmed that the cuff was not fully coapting. All components were explanted and replaced with new ones. The same cuff size was reimplanted at a slightly more distal location. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, cystoscopy was performed, and the physician confirmed that the cuff was not fully coapting. All components were explanted and replaced with new ones. The same cuff size was reimplanted at a slightly more distal location. No further patient complications were reported.